Event description:
Caller reported a recurring cartridge alarm on their device, which had persisted even after changing cartridges. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was advised to switch to multiple daily injections (mdi) as a backup therapy. The customer would receive a new pump with updated software and was instructed on how to store the old pump and return it within ten days to avoid charges. They understood the need to program their settings and connect their cgm to the new device.